Event description:
It was reported the patient programmer plus button would stick when pressed to activate the amplitude and the intensity would increase to an uncomfortable level. The patient programmer is 8 years old. A replacement device was sent to the patient. Follow-up identified the sjm representative determined the amplitude button was raised up and needed to be fitted into place. The issue was resolved by correcting the button placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.